Manufacturer narrative:
The user experienced severe hyperglycemia progressing to diabetic ketoacidosis (dka) requiring hospitalization while using ilet therapy. The user reported disconnecting the ilet on (B)(6) 2026 to charge the device and subsequently going to sleep without reconnecting it. The following day, blood glucose levels reportedly rose above 400 mg/dl. The user administered a manual insulin injection in an attempt to reduce glucose levels; however, glucose values did not improve and medical treatment was sought. Engineering review could not be performed for the reported event timeframe because the engineering logs were last synced on (B)(6) 2025. Based on available information, the event is attributed to interruption of insulin therapy after the user failed to reconnect the ilet following charging. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 17-may-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 1000 mg/dl, resulting in diabetic ketoacidosis (dka) and hospitalization. The user was admitted on (B)(6) 2026, treated with insulin and IV fluids, and discharged on (B)(6) 2026. No long-term health effects were reported.